Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The coil was deformed in a way that is consistent with the result of trying to retract the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix at explant caused the inner conductor coil to break. Laboratory analysis was unable to confirm the clinical observation of increased pacing thresholds.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during a routine follow-up, increased pacing thresholds were observed on this right ventricular (rv) lead. All other parameters were stable and a chest x-ray confirmed the lead was not dislodged. A revision procedure was performed and this rv lead was explanted and replaced. During the revision procedure, it was observed that the lead helix would no longer retract. No additional adverse patient effects were reported.